Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life was less than expected. Reportedly, moisture was observed behind the display with no damages to the battery compartment or cap noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: the pump's black box showed evidence of short battery life. Due to internal moisture damage, the "idle and sleep" current draws were not within specifications. A leak test showed that there was a leak at display lens. There was evidence of moisture contamination inside the pump on the transceiver board and power printed circuit board. The display screen was dim an discolored.